Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) reported that drawer 4.2 had failed and powered down. After powering back on, drawer 4.2 popped open, and the customer smelled a hot odor and immediately turned the power off. When inspecting the drawer, the fse used a meter and found a damaged solenoid, with no evidence of smoke or burnt components. When the station was powered, there was a delay in dispensing medications, but no patient harm occurred, and medications were dispensed from rx. The fse replaced the solenoid and pyxibus module control board. The station would not configure the drawer and gave an invalid configuration error when assigning the drawer. The fse tested the controller board with an ohmmeter and confirmed it was good. The fse then replaced the drawer controller board and another pyxibus module control board, configured the drawer, and verified that the drawer was configured successfully, and the customer could inventory medications. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Part analysis: the reported condition of "drawer 4.2 aux failed" was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse reported that drawer 4.2 failed and powered down after powering back on drawer 4.2 popped open and customer smelled shot smell and immediately turned power off. When inspecting the drawer, the fse used meter and found damaged solenoid, no evidence of any smoke and burnt components. The fse replaced solenoid. Later the fse replaced drawer controller board and another pmc (pyxibus module controller) board, and finally it was configured. The report was closed. During dchu visual inspection: pn 151622-01: the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. Pn 151630-01: sn (B)(6): the "pcba pmc v1.06/v0.09bl hh" was received with a physical damaged inductor l501. Sn (B)(6): the "pcba pmc v1.06/v0.09bl hh" was received with no signs of physical damage, fluid ingress or missing components. Pn 353578-01: the "solenoid 12vdc latch" was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover caused by a thermal event. During dchu testing: pn 151622-01: s/n (B)(6): was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on component mosfet q601. No further testing is required. Pn 151630-01 sn (B)(6): the testing from dchu was not required due to signs of physical damage on inductor l501. Sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and failed during the cubie pocket lid functional testing. Pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the drawer failure was identified as: a faulty mosfet q601 on the "pcba dwr cntlr v1.10/v1" which led to circuit instability and ultimately compromised the drawer's functionality. A damaged inductor (l501) on one "pcba pmc v1.06/v0.09bl hh" (sn (B)(6)) and a faulty "pcba pmc v1.06/v0.09bl hh" (sn (B)(6)) with communication issues, which led to circuit instability and ultimately compromised the drawer's functionality. An overheated solenoid coil with signs of thermal damage on the "solenoid 12vdc latch" due to an overcurrent.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there were faulty mosfet q601 on the pcba dwr cntlr, damaged inductor (l501) on one pcba pmc and an overheated solenoid coil with signs of thermal damage on the solenoid 12vdc latch. There were no adverse events or injuries reported based on this event.